Event description:
As reported by an edwards (B)(6) affiliate, during a valve in valve tavr procedure with a 26mm sapien 3 ultra valve in a 27mm prima root that was implanted approximately 18 years ago, the sapien valve's final position seen by angiography was very low. It was decided to convert the procedure for surgical removal of the valve and implant a suterless non-edwards valve. The patient was discharged in stable condition.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information received. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. In this case, the complaint for malpositioned thv was unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'it was a viv case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in prima root 27 mm (year of the implant: 2004) in aortic position by transfemoral approach. After valve deployment, the valve final position seen by angiography was very low'. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.